Manufacturer narrative:
Unique identifier (UDI)# (B)(4).

Event description:
The customer complained of questionable results for 2 patient samples tested on a cobas integra 400 plus. For patient 1, data that was a reportable malfunction was provided for crplx c-reactive protein (latex) (crplx). For patient 2, data that was a reportable malfunction was provided for ca2 calcium gen.2 (ca2) and tp2 total protein gen.2 (tp2). Patient 1 initial crplx result was 9.03 mg/dl. The sample was tested on another integra 400+ with a result of 6.59 mg/dl. Patient 2 initial gluc3 result was 131 mg/dl. The sample was tested on another integra 400+ with a result of 75 mg/dl. Patient 2 initial tp2 result was 13.8 g/dl. The sample was tested on another integra 400+ with a result of 7.7 g/dl. Patient 2 is a (B)(6) female with a date of birth of (B)(6). The erroneous results were reported outside of the laboratory. The results from the other integra 400+ analyzer were deemed to be correct. There was no adverse event. The crplx reagent lot was 19400201 with an expiration date that was not provided. The ca2 reagent lot was 30090201 with an expiration date that was not provided. The tp2 reagent lot was 26003701 with an expiration date that was not provided. The field engineering specialist determined the root cause was that he had installed an incorrect syringe. He replaced the syringe with the correct one. The customer ran qc for everything and all results were acceptable.